Manufacturer narrative:
(B)(4). The lot 14j059 was manufactured from september 24, 2014 to september 26, 2014. Evaluation summary: the sample was received for evaluation. Visual inspection (via the naked eye) revealed a white particle, approximately 1.64 mm in length, floating in the fluid of the reservoir. The reported condition was verified. The particle was identified to be polyester material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a half day infusor. This was found before patient use. The device had been filled with desferrioxamine. There was no patient involvement. No additional information is available.